Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds in all positions. At one mid-septal area, the device was a little more difficult to recapture this may have been a spot where the problem occurred, according to the physician. The patient experienced a perforation, tamponade and pulmonary hypertension. There was documentation that the patient had some pericardial effusion prior to the case. The patient passed away following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.